Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of call service 064 alarm in the pump history. On investigation, the pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. The remaining testing was not completed due to recurring motor rewind related alarms. The pump casing was opened and evidence of moisture contamination was found on the printed circuit board. The reported call service alarm issue was verified in the black box and duplicate in the investigation. Unrelated to the alarm issue, the battery compartment was found to have cracked and corrosion was found inside the battery compartment. A leak test showed a leak where the crack was located. In addition, the verify screen was dim and the text was discolored.